Event description:
As reported by the implant patient registry (ipr), a sapient xt was explanted 42 days post implant, and replaced with an edwards perimount bioprothesis. Per additional information received, during a transaortic tavr procedure, the sapien xt was placed 60/40 aortic/ventricular with mild pvl. The patient was not doing well and severe pvl was noted. The valve was removed due to the severe paravalvular leak (pvl), and a surgical valve was placed. At the time of the report, the patient was doing well.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the late paravalvular leak (pvl) is unknown. The valve was explanted and a surgical valve was placed. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required